Event description:
A report was received that the patient underwent an explant procedure due to exhibiting paralysis after having back surgery and not being able to feel stimulation. After the removal the physician could see there was injury to the spinal cord. The neurosurgeon thought that there may have been damage to the spinal cord at the time of the implant and that the paralysis was not implant procedure related or device related. However, the explanting physician believed that the paralysis was caused by the implant procedure. The patient could not feel anything from the waist down. There was no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.